Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. On (B)(6) 2025, the patient was experiencing rashes using the dexcom g6, so he drove to his dermatologist to have it checked. His rashes was diagnosed as ¿contact dermatitis¿, he was then prescribed an ointment called clobetasol a prescription-strength treatment. He was applying it to his rash twice a day. Multiple attempts to contact the patient for additional event information was unsuccessful. The patient stated that the rashes were subsiding slowly with the continuous use of the ointment. The patient still has rash to this date, but it is subsiding. At the time of the report, patient condition was stable. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.